Event description:
Customer received two erroneous potassium results. Neither result was reported out. Results for one sample were provided. The pt was a neonate. Initial result was 7.5 mmol per l. The repeated result was 6.3 and the 6.3 mmol per l result was reported. The customer does not know the sample type and would not provide details regarding the other pt sample. The field service representative determined the sipper solenoid valve and oxidation/corrosion on the mechanism were the causes of the discrepancies. He cleaned solenoid valve and plunger, disassembled unit and cleaned oxidation from mechanism. He reassembled and rechecked unit. To verify analyzer operation, the operator ran controls which were within range.